Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use. The risk of the reported event is a known and anticipated complication of procedure and covered in the device directions for use (dfu). Based on the information currently available, the exact cause for the reported event cannot be determined, however manufacturing controls are in place to detect damage and reduce the potential for occurrence during the manufacturing process. The device was discarded.

Event description:
It was reported following unsuccessful attempts to detach the coil, the physician decided to remove the coil. However, the coil prematurely detached inside the microcatheter during removal. Therefore, the detached coil and the microcatheter were successfully removed from the patient as one unit. There was no clinical consequence to the patient.